Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a010402. Patient problem code: f26.

Event description:
Cuff migration. The patient still have the catheter in place with no infection and still working. However, the catheter is visible as it migrated. Treating physician still deciding if it will be removed per email 05-july-2023 - 1.) Was there any medical intervention required including diagnostics, procedures, and treatment? Issue was raised to cts team on the same day, photo was sent, they are not concerned. ? Having review with cts, appointment in progress. Pt was reviewed by (B)(6) consultant. 2.) What was the impact to the patient, any latest updates on the patient status? No new issues with the patient. Still leaking from insertion site, not infected, draining well. 3.) Lot number associated with the reported issue. No lot number is available. All documents under patient emr file.¿ detailed medical intervention: blood test performed to determine infection. Results negative. Detailed other actions taken: a blood test was done to determine infection or any issues. Terminally ill patient may not remove the catheter.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Upon visual inspection of the photo, it was observed that the catheter is not in the proper position. Without knowing when the catheter was placed or under what conditions the cuff migrated from its intended position, we are unable to determine if there was a tissue growth issue, or if sutures were used to anchor the cuff. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Cuff migration. The patient still have the catheter in place with no infection and still working. However, the catheter is visible as it migrated. Treating physician still deciding if it will be removed per email (B)(6)2023 - 1.) Was there any medical intervention required including diagnostics, procedures, and treatment? Issue was raised to cts team on the same day, photo was sent, they are not concerned. ? Having review with cts, appointment in progress. Pt was reviewed by hith consultant. 2.) What was the impact to the patient, any latest updates on the patient status? No new issues with the patient. Still leaking from insertion site, not infected, draining well. 3.) Lot number associated with the reported issue. No lot number is available. All documents under patient emr file.¿ detailed medical intervention: blood test performed to determine infection. Results negitive . Detailed other actions taken: a blood test was done to determine infection or any issues. Terminally ill patient may not remove the catheter.